Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) follow up check, the device had triggered elective replacement indicator (eri) during warranty period, and was reported as premature battery depletion. The ICD remains in use, and replacement procedure will be arranged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.